Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2093-523j-(B)(4): the fiber cap exhibits drilled through condition; there is some white unknown substance noted inside the distal end of fiber cap; the glass cap exhibits devitrification at the output area, and detritus adhesion around output area; the heat shrink tubing open end exhibits signs of slight melting; the fiber appears blackened near the heat shrink tubing open end. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure at 41,394 joules of use and 11.5 minutes, "fiber damaged at tip" was observed. The case was completed with an alternate procedure (turp). Patient outcome: "no injury" reported.